Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/08/2014 with the following findings: inexplicable reboot events, which can be indicative of the event type reported, were observed in the black box data. Unrelated to the reported event, the battery compartment was observed to be cracked below the grip pad; however, no evidence of moisture damage was found inside of the battery compartment. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery cap contact measurements were found to be within the specifications. The pump was exercised for 24 hours, during which no power-related events were observed: the reported event was not duplicated. The pump case was removed, and no internal damage or defect was found. The following findings are unrelated to the reported event: the display screen was found to be dim and discolored due to an unidentified display failure. The keypad cover was completely intact; however, the up arrow and ok keypad buttons were intermittently responsive due to contamination, which was found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.